Event description:
During a percutaneous attempt to remove a kidney stone, the guidewire was reportedly being removed through a metal entry needle when approx 2 to 3-cm of coating was sheared from the guidewire, detached, and became lodged in the fascia. The user facility reported that the percutaneous procedure failed because the guidewire could not get past the stone due to it's large size, not because of device failure. Surgical removal of the stone followed; however, no attempt was made to retrieve the coating. The physician reported that the surgical procedure was successful and the pt condition is fine.